Event description:
It was reported that reported that during service evaluation the device had visible dents and the test of blockage was defective. No patient involved. After investigation it was found that the the motor is defective, leaking.